Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with an error alarm after battery change and settings were reset to the factory default setting. Unable to verify the root cause due to pump is being held for dva. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was recently hospitalized for low blood glucose. The customer's blood glucose reading at the time of the phone call was 251 mg/dl. Troubleshooting found that the insulin pump drive support cap is sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.